Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ did this issue occur over one or multiple patient procedures? ¿ how many needles detached/pulled off from the sutures on each involved patient event? ¿ how many sutures were observed to have the strands coming undone on each involved patient event? ¿ what is the lot number of each involved suture (please clarify to which event and which quality issue each lot corresponds to)? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a general surgery on 29-10-2024 and suture was used. During the procedure, the sutures are breaking off needles intra-operatively and strands are coming undone. This has happened with more than 2 of the sachets in this batch. The scrub sisters did not keep all the affected batch. No adverse patient consequences were reported. Additional information was requested.